Manufacturer narrative:
Additional information received (B)(6) 2012 states that "surgeon placed another 5mm port into the patient and inserted probe through that for remainer of procedure. He stated he had no concerns of any sort of patient issue. Case was completed without any other issue".probe received and evaluated. Investigation found that cause of the frosting was due to a vacuum failure.

Event description:
R2.4l probe opened for pretest. Cryoprobe pretest performed as required with no incident, ice ball formed as normal. Probe inserted into patient and lesion. First freeze cycle was initiated and in approximately 30 seconds, the shaft was starting to frost up. Freeze cycle was then aborted and the probe thawed/removed. A second r2.4l probe was opened and tested with no issues. Surgeon placed probe in tumor and 2 freeze/thaw cycles were performed with no other issues.